Manufacturer narrative:
Hemoptysis and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2022-00397.

Event description:
The patient was undergoing a thrombectomy procedure in the left lower lung using an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12), a penumbra engine canister (canister), and a 12fr non-penumbra sheath. During the procedure, the physician aspirated and cleared thrombus in the right side of the left lower lung using the cat12 and sep12 and continued to clear thrombus in the mid-section of the left lower lung. The physician then decided to continue clearing thrombus in the left side of the left lower lung. While advancing the cat12 more distally, the physician experienced resistance. Next, the physician advanced the sep12 through the cat12 and a large amount of macerated clot came back into the canister. The patient then developed hemoptysis. Subsequently, the patient expired. It is unknown if the hemoptysis and the patient¿s death was related to any penumbra devices used in the procedure.